Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 487 mg/dl and "marks on stomach that turned into scars, insulin build up in skin causing hard pockets"; cause was not known. Customer administered a manual injection to address the issue and went to the emergency room with high ketones. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 3 days later with no permanent damage. The customer continued to use the pump for insulin therapy. Date of event is approximate.